Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The hcp was in the emergency room (ER) and contacted technical services after hours. The hcp was not with the patient to do further troubleshooting. The hcp reports that the patient bent over to lift a heavy object and while lifting the patient felt a pop. Afterwards, there was sudden sharp pain and a burning sensation. The hcp would page a local manufacture representative (rep) to come and check the device. Technical services reviewed that x-rays may help diagnose the issue and reviewed that the hcp should turn the ins off to confirm the sensation stops when the ins is off. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-may-24. They did an x-ray but didn't know what it should look like. The patient has a lump at the base of their neck and are still in pain. Nothing was done to resolve the sharp pain and burning. They went to the healthcare professional (hcp) who put the device in but nothing was done. They can feel part of the stimulator out of place. They are in pain and dizzy when they move and no one seems to want to do anything. No further complications were reported/are anticipated.